Event description:
I applied roundy's flexible fabric bandages to a boil on my right buttock for two days, changing the bandage once per day. The gauze section of the bandage was coated with neosporin. At the end of the second day, a painful rash developed under the glue section of the bandage. In a previous outbreak of this boil I had applied similar johnson & johnson bandages for several weeks, changing bandages once per day, without any rash developing. In that case I had used the identical neosporin on the gauze section of the bandages. Dates of use: 2007. Diagnosis or reason for use: boil on buttock. Event abated after use stopped or dose reduced: yes.